Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ping meter had a fading display and an led indicator light issue. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. For two weeks, the patient noted the reported meter had a fading display and an led indicator light issue. On (B)(6) 2013 at 4:30 pm, the patient experienced the symptoms of clamminess and was incoherent. The patient took the action of consuming more food and/or a drink; she did not seek any medical attention. The patient manages her diabetes with an insulin pump therapy. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after the meter issue occurred, and received self-treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.